Manufacturer narrative:
B5 executive summary - updated f10/h6 clinical signs code grid - updated this is 5 of 5 reports.

Event description:
It was reported in the clinical trial that one day post procedure in the internal carotid artery-ophthalmic (c6 segment), the patient developed left upper limb weakness which resolved the next day. Unknown drug treatment was administered and the event resolved. 12 days post procedure, the patient also developed right eye visual blurring which resolved after fourteen days. No treatment was given for this event. 202 days post procedure, the patient had a transient ischemic attack (tia) which presented with left sided numbness and weakness in the face, upper and lower limbs. The tia resolved the next day after unknown drug treatment was administered. Imaging done post tia was unremarkable. All 3 events had possible relation to the flow diverter. The left upper limb weakness had possible relation to the procedure, dual antiplatelet therapy and subject guidewire used in the procedure. The tia had possible relation to the procedure. No other information is available. Additional information received from the site on 01-june-2021 updated the adverse event term left upper limb weakness to transient ischemic attack.

Manufacturer narrative:
This is 5 of 5 reports.

Event description:
It was reported in the clinical trial that one day post procedure in the internal carotid artery-ophthalmic (c6 segment), the patient developed left upper limb weakness which resolved the next day. Unknown drug treatment was administered and the event resolved. 12 days post procedure, the patient also developed right eye visual blurring which resolved after fourteen days. No treatment was given for this event. 202 days post procedure, the patient had a transient ischemic attack (tia) which presented with left sided numbness and weakness in the face, upper and lower limbs. The tia resolved the next day after unknown drug treatment was administered. Imaging done post tia was unremarkable. All 3 events had possible relation to the flow diverter. The left upper limb weakness had possible relation to the procedure, dual antiplatelet therapy and subject guidewire used in the procedure. The tia had possible relation to the procedure. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 12 days post procedure, the patient developed right eye visual blurring which resolved after fourteen days. No treatment was given for this event. It was also reported that 202 days post procedure, the patient had a transient ischemic attack that resolved the next day with an unknown drug treatment administered. Based on additional information received on 11-apr-2022, the imr (designated cec member) assessed the adverse events (right eye visual blurring and transient ischemic attack) as being possibly related to the delivery system and also other snv devices (subject guidewire). Based upon medical review, the harms observed in this complaint are anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in the clinical trial that one day post procedure in the internal carotid artery-ophthalmic (c6 segment), the patient developed left upper limb weakness which resolved the next day. Unknown drug treatment was administered and the event resolved. 12 days post procedure, the patient also developed right eye visual blurring which resolved after fourteen days. No treatment was given for this event. 202 days post procedure, the patient had a transient ischemic attack (tia) which presented with left sided numbness and weakness in the face, upper and lower limbs. The tia resolved the next day after unknown drug treatment was administered. Imaging done post tia was unremarkable. All 3 events had possible relation to the flow diverter. The left upper limb weakness had possible relation to the procedure, dual antiplatelet therapy and subject guidewire used in the procedure. The tia had possible relation to the procedure. No other information is available. Additional information received from the site on 01-june-2021 updated the adverse event term left upper limb weakness to transient ischemic attack. Additional information received on 11-apr-2022 confirmed that the imr (designated cec member) has assessed right eye visual blurring as been possibly related to the study device and delivery system and also other devices used during the procedure which includes the subject guidewire and has assessed transient ischaemic attack as been possibly related to the study device and delivery system and also other devices used during the procedure which includes the subject guidewire.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 202 days post procedure, the patient had a transient ischemic attack that resolved the next day and required treatment. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in the clinical trial that one day post procedure in the internal carotid artery-ophthalmic (c6 segment), the patient developed left upper limb weakness which resolved the next day. Unknown drug treatment was administered and the event resolved. 12 days post procedure, the patient also developed right eye visual blurring which resolved after fourteen days. No treatment was given for this event. 202 days post procedure, the patient had a transient ischemic attack (tia) which presented with left sided numbness and weakness in the face, upper and lower limbs. The tia resolved the next day after unknown drug treatment was administered. Imaging done post tia was unremarkable. All 3 events had possible relation to the flow diverter. The left upper limb weakness had possible relation to the procedure, dual antiplatelet therapy and subject guidewire used in the procedure. The tia had possible relation to the procedure. No other information is available. Additional information received from the site on 01-june-2021 updated the adverse event term left upper limb weakness to transient ischemic attack.